Event description:
It was reported, that the patient presented remotely via merlin.net. Upon review of transmission files, it was observed, that the right-atrial (ra) lead exhibited noise. No resolution was performed. No patient consequences were reported. And the patient condition is unknown.